Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6).

Event description:
Reason for original complaint: litigation papers allege: suffer serious bodily injuries and has incurred, and continues to incur, medical expenses to treat patient's injuries and condition. Doi: (B)(6) 2004 - dor: none reported (right hip).

Manufacturer narrative:
(B)(4). The device associated with this report was not returned for examination. Depuy considers the investigation to be closed. If additional information is received; it will be evaluated and processed per depuy procedures. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.